Event description:
On 5/23/2022, it was reported by a sales representative via sems that a surgeon was holding a light cord as it melted through the surgeon's gown and partially into the lead vest underneath. This was discovered during a procedure. Additional information received on 5/26/2022: this was discovered during a left extracorporeal shockwave lithotripsy possible cystoscopy retrograde pyelogram on 5/25/2022. There was not harm to patient nor the surgeon, as the issue was noticed when the case was completed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
(No problem found) the evaluation found that the device performed as intended and complies with relevant standards.